Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would shut down without user input. The event was discovered in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'shuts down without user input and displays improper shut down alarms' which were verified through a review of the event history log and reproduced during evaluation. The reported condition was verified. The cause was determined to be a depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.